Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient went in backup vvi mode noted via follow-up remote. Home monitor connectivity issues was suspected. Device was reprogrammed successfully and cyber security was upgraded as well. Patient was stable.